Event description:
It was reported that during a lap sleeve gastrectomy procedure, three firings with the green reload and it resulted in serosal tearing and unformed staples i.e.: no b shaped staples at the distal end of the cartridge. This resulted in oozing from the unformed staple line. Over sewing was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
Added additional information: after several requests, the device was not received for analysis

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.